Event description:
According to the reporter, pre-operatively, the red lamp of the charger flashed and the  power handle failed to power on. To resolve the issue, a new handle was used. There was no patient involved. Medtronic's evaluation of the device found that the battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the gas gauge/battery data file for the battery was evaluated and the cfet (charge field-effect transistor) permanent failure status was tripped. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.